Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the proximal tip was tilted laterally. The tip of the filter was at the level of the right renal vein touching the ivc wall. The medial filter struts penetrated the ivc wall below the origin of left renal vein and touched abdominal aorta. It was further reported that there was no obvious filter strut fracture or bending. No stenosis of ivc.

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the proximal tip was tilted laterally. The tip of the filter was at the level of the right renal vein touching the ivc wall. The medial filter struts penetrated the ivc wall below the origin of left renal vein and touched abdominal aorta.